Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that alarms are going off and there needs to be reprogramming. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.